Event description:
Reportable based on device analysis completed on (B)(6) 2013. It was reported that crossing difficulties were encountered. The 85% stenosed target lesion was located in the moderately calcified and severely tortuous mid to distal right coronary artery. The 3.00x12mm promus element plus stent delivery system was unable to cross the lesion. After several attempts, they decided to remove the complaint device. The procedure was not completed due to another reason. No patient complications were reported and the patient status was stable. However, returned device analysis revealed stent damage.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: a visual and microscopic examination of the device found the device was returned to the complaint investigation site with distal stent damage. Struts on the three most distal stent rows were slightly flared. This type of damage is consistent with the stent meeting resistance upon attempts to cross the lesion. The hypotube was kinked along its entire length. This type of damage is consistent with excessive force being applied to the delivery system. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. No other issues were noted with the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).